Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reported patient has not charged their 97713 device over a year. Caller reports the intellis is working fine. Caller reports they met patient this past tuesday and only 1 physician recharge mode performed, was not able to get the ins out of overdischarge. Reviewed physician recharge mode. Caller reports x-ray was performed and confirmed the leads are epidural placement. Reviewed MRI eligibly form. Caller reported patient has implant for cervical. Caller reported patient is scheduled for replacement on december 1 to intellis. An hcp later called in and reported the implant doesn't hold a charge anymore. On (B)(6) 2023 additional information received. Rep said patient didn't get response after 1 hour of physician recharge mode(prm), patient then tried again for another 30 minutes but they had to leave. Rep said patient called to report seeing por. Technical services (ts) reviewed with rep that por meant patient came out of over discharge and patient needs to continue to recharge and rep needs to clear por for patient to allow usage or MRI mode. Reviewed how to clear por with patient programmer. Reviewed getting eligibility form if implant is at eos, since it's possible that patient has reached eos due to multiple over discharges.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was able to be pulled from over discharge and the power on reset (por) cleared in the clinic appointment. The device did reach eos from multiple over discharges. The replacement procedure was planned prior to the event; it was rescheduled and has not been put back on the calendar or completed. The plan to resolve this issue is to replace the battery when the patient is ready for surgery.